Event description:
The customer reported approximately 30 mls of cleaner leaked from the coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the tubing through pinch valve (pv37). The fse replaced the tubing to resolve the leak issue. The fse performed instrument verification and the instrument was returned to normal operation. (B)(4).